Manufacturer narrative:
Device evaluated by MFR. The device was returned but a final eval it is not still performed. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Morpho-histological analysis will be performed on the valve. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time as device is currently in the eval process.

Event description:
The MFR was notified on (B)(6) 2013 of a mitroflow valve (lxa size 23) that was explanted after 2.5 years due to aortic stenosis due to valve calcification. The explant occurred on (B)(6) 2013.